Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator (us). Product name: coolflow irrigation pump, non-bwi product used: st.jude quadrapolar catheter. (B)(4).

Event description:
It was reported that a (B)(6)male patient, underwent a wolff-parkinson-white accessory pathway procedure with an ez steer nav bi-directional electrophysiology catheter and suffered a third degree atrioventricular heart block which required temporary pacing. Additional information was requested to clarify the event and it was informed that patient received a pace maker as well as extended hospitalization. The patient's medical history is unknown. The patient's outcome was reported to be worsened at the time bwi followed-up. The physician's opinion regarding the cause of this adverse event is that this is procedure related since they ablated too close to the atrioventricular node causing the heart block.